Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. There was blood on the distal conductor of the lead and it was obstructed. Visual summary analysis of the lead indicated damage at implant. The analyst commented that the lead was returned with the helix was fully extended. Visual analysis found both insulation breaches and blood ingress in the lumen. It also found blood entered the lumen though the is-1 pin. The helix would not retract because dried blood in the distal conductor prevented torque transfer to the helix when the is-1 pin was rotated. (B)(4).

Event description:
It was reported that the helix of the attempted right ventricular (rv) lead would not extend once positioned. The lead was moved to a different site and again the helix would not extend although there was significant torque on the rotation tool. The lead was removed. Further attempts were then made to extend the helix. After significant over-rotation, the helix popped out and could then be extended and retracted without incident. A different lead was then implanted. No patient complications have been reported as a result of this event.